Event description:
Volara device utilized for airway clearance therapy on a patient mechanically ventilated in acute care inpatient ventilator unit. Upon application of this device, patient with significant increased work of breathing and acute change in vital signs. Patient not able to tolerate therapy duration and therapy discontinued after each attempt. This occurred on multiple occasions before device was pulled from use.